Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician cleaned and lubricated the rollers, checked the pump motor speed and checked the alarms. No defects or malfunctions of the device were found. The technician performed functional tests and verified that the pump meets factory specifications. (B)(4).

Event description:
On (B)(6) 2013 at (B)(6), it was reported that the eeprom for the airemboli module on the hl 20 with serial number unknown needed to be burned (programmed). (B)(4).